Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745ac lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# unknown implanted: explanted: product type recharger, ubd: asku, UDI#: asku medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the recharger telemetry module (rtm) heated up during charging and that it did not start charging when placed over an implantable neurostimulator (ins). The rtm ¿did not recharge the battery¿ and instead it ¿caused it to heat up.¿ the rtm cord and patient controller battery were removed and reinserted in an effort to troubleshoot the issue; however, the issue remained unresolved at the time of report. It was noted that ¿deterioration over time due to product use¿ may have led or contributed to the issue. However, it was noted that physical damage with the rtm could not be confirmed. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6)product type recharger h3: the recharger, model# 97755 serial# (B)(6), was returned for analysis. Analysis of the recharger revealed a recharge antenna failure; the "no device found" message was noted. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.